Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that impedance trends were characterized by a gradual increase in measurements; which reasonably suggests the cause was lead-related. There was no noise noted on stored episodes. The patient was scheduled for a clinic visit to clear the alert. Technical services (ts) suggested increasing the shock impedance alert value to 150 ohms. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.